Event description:
On (B)(6) 2014 fess with image guidance (functional endoscopic sinus surgery) a mushroom punch was used during the procedure. Uneventful procedure. On (B)(6) 2014 follow up appointment with surgeon, packing removed in office, endoscopic exam done, instructed to start saline rinses 4 times a day. On (B)(6) 2014 surgeon received a phone call from the pt after clearing his throat something came out, small metal circle. It was determined to be the tip of the mushroom punch. On (B)(6) 2014 CT of sinus without contrast indicated no foreign body seen.